Manufacturer narrative:
The reported complaint of r wave undersensing was confirmed. The root cause was small r wave amplitude below programmed sensing threshold. No malfunction was found. Reducing max sensitivity to 0.05 mv may help reducing r wave undersensing in this device.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the insertable cardiac monitor (icm) exhibited under-sensing. No intervention was performed. There were no patient consequences.